Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the insulin pump alarmed no delivery. Customer stated he was experiencing high blood glucose since (B)(6) 2014. Customer had increased basal rates to (B)(6) percent and treated with bolus, which did not lower blood glucose. Customer ended up hospitalized. Customer came out and was back on insulin pump and blood glucose raised again. Customer delivered a bolus and the device alarmed no delivery. Customer switched out insulin pump and didn't have any other issues. Customer's blood glucose had risen up 544 mg/dl and currently was at 159 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.